Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, a radiolucency was observed at the distal position of a porous knee tibial tray and the patient experienced persistent load bearing pain. Reportedly, it is unknown how this event was managed, and further information is unknown. Without the requested medical documentation, no clinical factors could be concluded to have contributed to the event. The patient impact beyond the reported pain upon weight-bearing and the tibial tray radiolucency cannot be determined based on the limited information provided. No further medical assessment can be rendered at this time. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include material of the device, traumatic injury, joint tightness and/or postoperative care. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, a radiolucency was observed at the distal position of a porous knee tibial tray, with persistent load bearing pain. It is unknown how this event was managed. No other complications were reported.